Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about four years. At the most recent follow-up, however, the longevity remaining decreased to about nine months. The physician decided that the patient will undergo a replacement procedure in the near future. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
G9: 2124215-2020-14338. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 was applied to capture the reportable event of surgery.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about four years. At the most recent follow-up, however, the longevity remaining decreased to about nine months. The physician decided that the patient will undergo a replacement procedure in the near future. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about four years. At the most recent follow-up, however, the longevity remaining decreased to about nine months. The physician decided that the patient will undergo a replacement procedure in the near future. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.